Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the patient underwent endovascular repair of a 59 mm descending thoracic aortic aneurysm with a thoracic lp 40 x 217 mm device. Based on measurements from the preoperative CT scan, the device was appropriately sized and positioned at the time of repair. Though there is some regression and stabilization of the taa over the follow-up period, there is continued progression of disease of the entire descending thoracic aorta. The aorta at the proximal seal zone progressively dilates with a proximal graft diameter of 35.7 mm at 3 weeks to a diameter of 39.4 mm at 59 weeks, though seal is maintained. The aorta at the distal seal zone, however, dilates to 44.8 mm with loss of wall apposition of the distal graft. Along with progressive dilatation, there is also significant elongation of the thoracic aorta with a resultant increase in angulation and curvature affecting the stent graft device. The distance from the lsa to the celiac artery grows from 293 mm at 3 weeks to 316 mm at 59 weeks. Initially, this elongation helps straighten out the distal stent graft with the last stent segment going from oblique to a parallel position with the stent above it. The inter-stent spaces grow with the elongating aorta, resulting in an increase in overall graft length from 178 mm to 182 mm at 37 weeks. However, as the aorta continues to elongate and remodel, it becomes more curved with significant angulation at the level of the distal graft. The stent graft conforms to this increased angulation with significant crowding of stent segments around the lesser curve, resulting in a constriction again of the overall graft length. The increased distance from the proximal graft to the lsa (5 mm change from 3 weeks to 59 weeks) and from the distal graft to the celiac artery (17 mm change from 3 weeks to 59 weeks) corresponds with the measured elongation of the thoracic aorta and progressively increasing angulation of the distal thoracic aorta at the level of the mid to distal stent graft. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2012, a proximal component (ztlp-p-40-217-ci; lot # e2836483), was implanted without difficulty. On the completion angiogram, the analyst noted that the device was patent with no kinks or endoleaks. The proximal edge of the graft material was located below the subclavian. The distal edge of the graft material was located above the celiac. Follow-up CT¿s: (B)(6). The following comment was made by the physician: ¿there appears to have been some craniad movement of the distal aspect of the device over time. Celiac and top distal sealing stent have both increased, and there has been gradual development of increased tortuousity of the distal aorta. While there has been gradual overall lengthening of the aorta, which accounts for some of the increase in celiac and top distal sealing stent, there is now partial overlap of 2 distal stents, which was not present at 01 month. On the 3d images, the distal aspect of the device lies craniad to the aortic curvature compared to 48 months patient outcome: no secondary interventions have been performed to date, and none are planned at this time.